Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results and ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) has not yet been received for evaluation. Below are information on customers cds checklist: paa_manual treatment aer/ewd reprocessor: tested. Model name: not provided. Detergent name: not provided. Disinfectant name: not provided. Pre-cleaning: flushing channels. Manual cleaning : detergent used : anioxyme x3. Brush points/swab: instrument / suction channel , distal end, areas around elevator. Brush model: asept inmed- ref-brush 1 medline. Manual disinfection performed. Disinfectant used: anioxyde 1000. Scope not sterilized. Scope storage: storage box+ sterile drapes+ sterile cover. Scope horizontally placed. Scope maintenance: by olympus. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The customer results were 2 colony forming units (cfus) sampled from all channels. The third party testing results were <1 cfus sampled from all channels. The device was returned to the service center where wear and tear was found, though no malfunctions were reportable. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "¦chapter 6 compatible reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection, and sterilization procedures" olympus will continue to monitor the field performance of this device.